Manufacturer narrative:
Further information received on (B)(6)2020, indicated that the patient experienced a heating sensation, and there was no actual burn. Heating sensations are inherent to mr and may occur from time to time, depending on several factors such as: scan protocols used, duration of the examination, condition of the patient, temperature of the examination room etc. Based on the provided information and the fact that the system is still in use without further incidents a system malfunction contributing to the event is excluded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating injury. The patient's arm was injured after an examination on an achieva mr system.